Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that during a compliance test, it was found the system needs a tube housing. Also, the absorbed dose rate is larger than mgy. No pt injury was reported.